Event description:
It was reported via repair work order that the head end lift was stuck at low height.

Event description:
It was reported via repair work order that the bed had unintentional movement as the bed would go into trend when raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the head end lift was stuck at low height and there was no unintended motion. This is not likely to harm the patient as CPR could still be administered, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.